Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis with an unknown wire stuck in the distal shaft and has catheter detached in the sheath assembly, the imaging window assembly and the imaging core in the proximal portion. Device analysis revealed a damage on the guidewire exit port assembly and the imaging window assembly and a wire stuck in the distal portion of the device. The resistance testing was not able to performed properly due to the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter stuck in stent and tip separation occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified proximal to distal left circumflex (lcx) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), applying back-up catheter was difficult because of the severe tortuosity of circumflex artery. The opticross¿ imaging catheter was advanced but unable to cross the lesion in lcx proximal. For that reason, pre-dilation was performed, but the unknown balloon catheter ruptured. The procedure was then changed to rota. Ablation was performed using 1.5mm burr with a non-bsc support catheter in the calcified lesion in lcx proximal. After that, rota was removed. The non-bsc support catheter was advanced and delivered to the area before reaching the distal lesion and the non-bsc stent was placed. The physician then inserted the opticross¿ imaging catheter, but the opticross¿ was caught in the tortuous part of the stent mid and could not be removed. Thus, the hub of the opticross¿ imaging catheter was cut. After which, the transducer of the opticross¿ was pulled. The physician attempted to insert an unknown guide wire, however, the transducer of the opticross¿ was detached midway and the unknown guide wire could not be inserted. The non-bsc support catheter was removed and replaced with a non-bsc guide catheter. While the physician was trying to push the non-bsc guide catheter near the lesion, the stuck opticross¿ imaging catheter has moved and was able to be pulled out, however, the opticross¿ was detached near the tip. Consequently, unknown guide wire was added and the opticross¿ imaging catheter tip was retrieved by wire twist. The physician then added the non-bsc stent to the lcx proximal and the procedure was completed. No patient complications resulted and there were no further patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in stent and tip separation occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified proximal to distal left circumflex (lcx) artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), applying back-up catheter was difficult because of the severe tortuosity of circumflex artery. The opticross¿ imaging catheter was advanced but unable to cross the lesion in lcx proximal. For that reason, pre-dilation was performed, but the unknown balloon catheter ruptured. The procedure was then changed to rota. Ablation was performed using 1.5mm burr with a non-bsc support catheter in the calcified lesion in lcx proximal. After that, rota was removed. The non-bsc support catheter was advanced and delivered to the area before reaching the distal lesion and the non-bsc stent was placed. The physician then inserted the opticross¿ imaging catheter, but the opticross¿ was caught in the tortuous part of the stent mid and could not be removed. Thus, the hub of the opticross¿ imaging catheter was cut. After which, the transducer of the opticross¿ was pulled. The physician attempted to insert an unknown guide wire, however, the transducer of the opticross¿ was detached midway and the unknown guide wire could not be inserted. The non-bsc support catheter was removed and replaced with a non-bsc guide catheter. While the physician was trying to push the non-bsc guide catheter near the lesion, the stuck opticross¿ imaging catheter has moved and was able to be pulled out, however, the opticross¿ was detached near the tip. Consequently, unknown guide wire was added and the opticross¿ imaging catheter tip was retrieved by wire twist. The physician then added the non-bsc stent to the lcx proximal and the procedure was completed. No patient complications resulted and there were no further patient complications reported.